Event description:
It was reported that a user of the ilet experienced low glucose events reported at 43 mg/dl, treated with oral glucose, followed by rebound hyperglycemia reported at 367 mg/dl and subsequent additional lows, in the context of frequent ¿less than¿ meal announcements and concurrent ozempic use with weight loss. Troubleshooting indicated user overtreatment of hypoglycemia and subsequent ilet correction dosing, with no device component implicated and a usage-related issue identified. Symptoms included hypoglycemia with dizziness, sweating, and tremors, as well as hyperglycemia with dizziness. Outcomes included the need for medication intervention using oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem characterized as improper or incorrect procedure or method, and that no specific device part or component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.